Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced loss of therapy from (B)(6) 2019. Reportedly ipg was found to be inoperable and could not be connected. To address the issue patient underwent surgical intervention wherein the ipg was replaced and effective therapy was restored.